Event description:
Rn noted blood in b/p transducer. Rn drew arterial blood gas then turned the stopcock to flush the line. When she turned the stopcock, the top of the injector site popped off allowing blood to flow freely. Blood flow immediately stopped. B/p transducer removed and replaced.